Event description:
It was reported that partial stent deployment occurred, and the stent stretched. The 30% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery and accessed via antegrade approach. A 6mm x 150mm ,130cm eluvia? Self-expanding stent was selected for use. During the procedure, only 95% (approximately 145mm) of the stent was deployed, and the final 5mm of the stent could not be deployed. The pull grip would not work, so the stent was manually deployed by breaking open the handle and pulling the catheter. The stent was implanted but stretched some. The delivery catheter was removed, a mustang balloon catheter was used to post dilate, and the procedure was completed. It was noted that the procedure was prolonged, but there were no patient complications as a result of this event.